Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dialing alignment damage, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed and the customer reported dose knob/dial misalignment or slip issue. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
No physical damage to cartridge holder. Front cap shell won't lock in place. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Dose knob easy to rotate cannot be confirmed. Dose knob locks doses in place successfully. However, inpen failed dialing alignment. Two tick marks appear in dose window when adjusting to different doses. In conclusion: inpen received working as design. No mechanical/physical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of stripped dose knob cannot be confirmed. However, inpen failed dialing alignment. Two tick marks appear in dose window when adjusting to different doses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.